Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 466 mg/dl at the time of the event. Troubleshooting was performed. The displacement test passed. The customer stated that the infusion set was pulled out of her body, but she didn't realize it until after was hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.